Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor pins. A bearing was broken, the rotor coupler was worn and the motor housing was bent.

Event description:
While testing the core impaction drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.